Manufacturer narrative:
Updated to reflect the information received on 2019-jul-08. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-jul-08 from the healthcare provider (hcp) via a manufacturer's representative (rep). It was reported that the cause of the patient not hearing the alarms was not determined. The pump alarms were tested at the patient's follow-up appointment and appeared to be working. Per the pump logs, the pump alarms did go off, but the patient claimed that there were no alarms. The issue was considered resolved and the pump was refilled. The patient's weight at the time of the event was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of gablofen at 262.8 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2019, it was reported that a pump alarm event was confirmed by telemetry, but no alarm was heard. The patient had reportedly missed a refill because they had never heard the alarms/the pump wasn't beeping. On (B)(6) 2019, the patient's pump logs showed a non-critical low reservoir alarm had occurred and on (B)(6) 2019 there was an alarm for an empty pump. It was confirmed that, based on the serial number of the pump, the pump was not included in the pump audible alarm notification. The rep also made an informational request on the color change on the tip of the anchor removal tool. No symptoms were reported. No further complications were reported.